Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous radial fistula. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient was stable.